Event description:
During a coronary angiographic exam, the imaging system experienced a temporary reset. During the reset, the system went into bypass fluoro. The acquisition was lost for approximately one minute. At the same time, the patient experienced a change of arrythmia. According to (B) (6), lead technologist of the angio department at the hospital, no contrast was injected while the system was resetting. The coronary spasm was not directly caused by the system reset, rather by the catheter being in the artery for extended period of time. After the catheter was removed, the patient went back to normal sinus heart rhythm, no CPR was required. The patient was stabilized as a result of removing the catheter and he was able to finish the exam.

Manufacturer narrative:
Siemens service was contacted on the day of the incident. The system was checked by the siemens local service engineer, (B) (4). The image drive was failing intermittently, which may have caused the system to restart. A hard drive in the image disk array was replaced. The system was tested and performs according to the specifications.